Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient lived in a nursing home and the caller could not visit. The caller said the patient's disease was advanced and he was not thinking clearly. He had a lot of falls and multiple head injuries. The caller said the patient would not charge anymore because the batteries were not doing any good and told her it did not make any difference whether the stim was on/off. The caller said she could tell a difference when stim was on/off because when he was staying with her and stim had to be turned off for another medical test, the patient was catatonic. The caller was advised to contact the healthcare professional (hcp) or manufacturing representative (rep). No further complications were reported/anticipated.